Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33154. It was reported that diagnostics indicated high impedances on 3 contacts of the left octrode lead at t7. Patient did not report any change in therapy. In turn, surgical intervention was taken wherein the left t7 lead was explanted and replaced, and also repositioned, to address the issue. It is not known which t7 lead is liable, so both are being reported.